Event description:
During an esophagogastroduodenoscopy (egd), a cook hercules 3 stage esophageal balloon was used in the esophagus. They were pumping to just about 6 atm and the pressure suddenly dropped off; it started to leak. They were only able to dilate up to 19 mm. See MDR 1037905-2012-00638. The device was removed from pt. A second device was used and the same problem was encountered. See MDR 1037905-2012-00639. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. However, one sealed device was returned for evaluation. Our laboratory evaluation of the unused product from the lot number in the report could not confirm the report. No section of the balloon material is missing from the device. When the balloon is inflated with water, the balloon held pressure at the appropriate pressure indicated. No other defects were observed. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the additional info provided indicated the balloon did not receive lubrication and negative pressure prior to advancement through the endoscope. This is the most likely cause for the reported observation. The instructions for use director the user to apply a lubricating agent to the balloon to facilitate passage through the endoscopy accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use direct the user to apply negative pressure to the catheter to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. Prior to distribution, all hercules 3 stage esophageal balloon dilators are subject to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the info provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.